Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rlt231412: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. After having performed initial deployment of an rlt231412 gore® excluder® trunk-ipsilateral leg component, the physician experienced difficulties when attempting to cannulate the contralateral leg through the gate. Intra-operative fluoroscopy imaging showed the marker ring at the opening of the contralateral leg hole completely open. However, covering the distance from the level of the flow divider to the radiopaque marker ring, the contralateral leg appeared squashed. Several subsequent cannulation attempts were unsuccessful as it was not possible to traverse the guidewire beyond the contralateral leg hole opening through the proximal end of the rlt231412 component. Therefore, the physician elected to cannulate the contralateral leg through the proximal end of the device by advancing the guidewire via the patient¿s arm. However, as no passage could be found through the squashed contralateral leg towards distal, the attempt was abandoned. Reportedly, the physician attributed the hampered deployment of the contralateral leg to the inner aortic neck diameter of only 16 mm at the deployment location. As it had not yet been fully deployed, the ipsi-lateral leg was noticed to have became thrombosed in the meantime due to the lack of through blood flow. It was therefore decided to convert the patient to open surgery. To conclude the procedure, an aorto-bifemoral bypass was performed. No further issues were reported and the procedure concluded as planned. The patient tolerated the procedure.

Manufacturer narrative:
The explanted gore® excluder® trunk-ipsilateral leg component (B)(4) was returned to gore for investigation. Submitted unfixed was one gore® excluder® aaa endoprosthesis; an ipsilateral leg endoprosthesis (trunk). The lumen of the trunk body, contralateral gate and ipsilateral leg were filled with friable red/brown material consistent with acute coagulation of blood. The abluminal device surface was generally devoid of tissue except for scattered plaques of friable red/brown material consistent with dried blood. The contralateral gate was opened but not fully expanded. Graft material was infolded into the lumen along the medial aspect of the gate and the distal cuff was slightly telescoped proximally. Infolding of the graft material is consistent with the gate not fully expanding, either during the procedure or post explant. Distal cuff displacement is consistent with manipulation of device (e.g., repeated access attempts during implant or handling during or after explant procedure) however, the exact cause and time frame of cannot be determined. A histopathological examination was not performed due to the paucity of adherent tissue. The device was subjected to an enzymatic digestion process to remove biologic debris. Following digestion the device was examined for material disruptions with the aid of a stereomicroscope and sem (luminal surface only). Contralateral gate cuff is slightly tapered at distal opening. Graft material of the contralateral gate remained slightly infolded into the lumen along the medial aspect. No material abnormalities or wear related disruptions were identified. Findings are consistent with deployment difficulties resulting from anatomical constraints.